Event description:
The customer complained the tube is stiff to move when carrying out small movements. The radiographer is complaining of sore shoulders. Radiographer sb has had a surgery.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA. (B)(4).